Manufacturer narrative:
A third-party service agent isolated the cause of reported issue to be due to the system pcb assembly. At this time, the device cannot be repaired due to part obsolescence. The device is archived by physio-control. No further root cause was able to be established. The customer was issued a loaner device.

Event description:
The customer contacted physio-control to report that their device would not complete its boot-up cycle during initial power on. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. A third-party service agent evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not complete its boot-up cycle during initial power on. This issue is patient related; however there was no adverse patient outcome reported.